Manufacturer narrative:
The field service engineer (fse) inspected the device and found a diagnostic code in the logs requiring an extended self test (est) to be run and passed to verify operation. The fse performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "went vent inop." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.